Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this device unable to be found by a communicator. The company representative queried about potential sources of radio frequency interference. A patient initiated interrogation (pii) was performed. The communicator was still showing a yellow collecting wave icon (ycw). The higher technical support advised that the latest radio frequency diagnostic showed some rf interference, but it does not appear high enough to cause the ycw. The home environment seems unlikely to cause, and the patient was advised to work with the clinic to verify the radio frequency settings of the implanted device. The device remains in service. No adverse patient effects were reported.